Event description:
Fmc canada complaint #0898. Clinic reported that dialyzer primed as per protocol and then the blood leak alarm sounded. Blood was visible in the dialysate. Estimated blood loss 200cc. Dialysis was restarted without further problems. No medical intervention or adverse effects to pt. Information confirmed with health care professional. No sample is available for analysis. MDR filed due to blood loss.